Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u will be sent when results are complete.

Event description:
It was reported that the pt had the device explanted due to pain and a lack of therapeutic effect. The positioning of the device was painful for the pt and was affecting other nerve conditions. The device was not replaced. There were no injuries associated with the removal and the pt recovered with no sequelae.